Manufacturer narrative:
Corrected information can be found in e1 - initial reporter country and g2 - report source.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).

Event description:
The incident involved a clave¿ connector. When the nurse replaced the infusion connector, during drawback, the syringe reportedly had an air leakage and could not give pressure. After replacing the new set, the therapy resumed properly without any impact. There was patient involvement but no patient harm/adverse event reported.